Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty solder joint on a connector on the system board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.